Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 367 mg/dl - "high" on the continuous glucose monitor with high ketones. Customer required 3rd party assistance from endocrinologist. Elevated blood glucose was addressed with fluids and observed until ketones were gone and high bg was resolved. Customer changed pump supplies to address the issue and continued to use pump for insulin deliveries.